Event description:
New information received notes that additional symptoms of arrythmia and discomfort were reported by the patient. The device was unable to be interrogated, and user concern was expressed.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator, and the premature depletion was alleged as well. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported event of premature discharge of battery and failure to interrogate was confirmed. Reported event of MRI related reset and use of device problem was not confirmed. Reported event of problem associated with use in off-label MRI environment was not confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Reported event of MRI related reset was not confirmed. Reported event of problem associated with use in off-label MRI environment was not confirmed. The device was unable to establish telemetry upon receipt. The device was cut open, and battery voltage was found to be at end of life (eol) level. A longevity calculation was performed and found the battery depletion to be premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit anomaly in the hybrid was found to be the cause of the high current drain and premature battery depletion.